Manufacturer narrative:
The broken pieces of the sensor were successfully removed on (B)(6) 2020.the patient is doing fine. No further investigation is required.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where sensor was broken in one piece during the removal procedure and was removed successfully but then the sensor got peeled off.